Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
The patient arrived at the hospital for an unknown reason. While there, it was discovered this tachy lead was implanted in the lv. The hospital has retained this lead.